Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported anomaly was confirmed in the laboratory. The rv df-1 set screw bore had debris material at the bottom. It is believed that the debris material prevented the screw from tightening all the way down and thereby prevented the set screw from securing a lead.

Event description:
It was reported that out of range shock impedance was observed. Upon opening the pocket, the lead pulled out of header without unscrewing. The device was explanted and replaced.